Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station performance was very slow and medications were not updating. The field service engineer (fse) had initially contacted the customer and determined that the pyxis system was experiencing an issue with medication reporting. The fse had confirmed that there were no hardware issues with the instrument and that the problem was software related and subsequently escalated the issue to technical support specialist (tss). The tss had then dialed into the station, checked the data sync debug log, and found no errors. They had successfully logged into medapp quick and run a report, confirming no issues with the station. The tss had further dialed into the server, reviewed the device settings, and identified that the critical override was a scheduled critical override. As for the discrepancy, it had needed to be acknowledged and cleared by the customer or user. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stations performance was so slow and medications were not updating user tried rebooting but was unsuccessful, unplugged and plug in the power cable issue persisted the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.